Event description:
It was reported that this pacemaker was discovered to be operating in safety mode. A revision procedure is being planned, for now the pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.